Event description:
Boston scientific received information that during an elected procedure upon removal of the device, there was difficulty removing the right atrial (ra) lead and the non boston scientific right ventricular (rv) lead out of header. The physician used a non-torque wrench on the setscrews on the back-top of the header, which resulted in damaging the seal plugs. The rest of the removal went with out incident and there were no adverse patient effects reported.

Manufacturer narrative:
The explanted device was returned for laboratory analysis. Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Microscopic visual inspection of the ra+ seal plug noted it was missing and body fluid contamination was found in its connector block. The ra+ retainer ring was observed as being bent upward. This would indicate that excessive force was used to retract the setscrew. All setscrews moved freely and operated normally. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.